Event description:
It was reported that a motor stall occurred because of the magnet being used during telemetry. The logs had not yet been checked to determine if the stall recovered. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4).